Manufacturer narrative:
An event regarding intraoperative fracture involving a scorpio punch was reported. The event was not confirmed. Method & results: visual inspection:the device shows signs indicative of repeated use. The device is otherwise unremarkable. Medical records received and evaluation: not performed as no medical records were received. Device history review: there have been no reported discrepancies for the referenced lot. Complaint history review: there have been no reported events for the lot or sterile lot referenced. Conclusions: the exact cause of the event could not be determined as with the information was received. Intraoperative fracture during impaction is known potential unintended outcome of arthroplasty surgery and is warning of this potential adverse effect is provided in the device's IFU. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics. If additional information become available, this investigation will be reopened.

Event description:
It was reported that the femoral condyle was broken during impacting with the punch. Scorpio ts femoral component was used instead of primary femoral component. Sixty min delay of the operation.

Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.

Event description:
It was reported that the femoral condyle was broken during impacting with the punch. Scorpio ts femoral component was used instead of primary femoral component. A 60 min delay of the operation.